Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024 the patient inserted a new sensor and the cgm readings were "10/20/30/40 points off". The patient tried to calibrate it twice but still did not resolve the issue. The patient continued to experience inaccuracies and the cgm reading was high (280-290-300 mgdl) and the bg reading was low (no value reported). As the patient was using an insulin pump, based on the cgm values the insulin pump provided too much insulin to the patient causing him hypoglycemia. The patient almost passed out, the patient was able to go to his grandmother's and self-treated with soda and sugar but his bg values still kept decreasing. The fiancé took him to the emergency room (ER), at that point the patient was feeling dizzy and lightheaded, he was waiting in the car when he experienced the symptoms. At this point, patient checked his cgm which was 270 to 280 mgdl and the bg reading was 170 mgdl. At the hospital the pump was taken off and they treated the patient with intravenous (IV) fluids and unspecified medication. They also performed some blood work. The patient was hospitalized on (B)(6) 2024. The patient was discharged and when he arrived home he was still experiencing inaccurate readings. At some point the cgm reading was 210 and the bg reading was 261 mgdl. At the time of the report the patient was okay. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.